Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a laparoscopic supracervical hysterectomy (lsh) and bilateral salpingectomy procedure. The bag broke in the patient when a specimen was in the bag. The bag also partially detached from the ring. No patient issues occurred. The post-op diagnosis is good.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Upon visual examination, it was noted that the bag was partially disengaged from the metal ring. The green pull ring was received seated in the handle. The bag cinched and the ring deployed and retracted without difficulty. Product analysis suggests the product was used in a surgical procedure. The reported condition suggests that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The product analysis concluded there were no device abnormalities that would have caused or contributed to the reported incident. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.